Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
A mother reported that her daughter experienced a tampon fall apart upon removal. Pediatrician was seen but no vaginal exam was performed and she was told to monitor for signs or symptoms of infection. Her daughter manually checked for tampon pieces but did not find any. She was experiencing headaches but her mother stated that they are unrelated to the tampon falling apart and her daughter was feeling fine.